Event description:
Initially it was reported by arjohuntleigh representative that. "The hoist jerked forward. Patient states the hoist knocked against her left leg".

Manufacturer narrative:
(B)(4). Additional information will be provided upon completion of the investigation. (B)(4).